Event description:
On 11/12/1998, the surgeon informed the manufacturer's (MFR.) Sales rep of the following: the surgeon attempted to implant the catheter and in the process realized that the sheath-dilator combination was incorrect. The dilator was too short for the sheath. Another introducer from a different MFR. Was used and the procedure was continued. No further details were provided.